Event description:
It was reported that (1) 355ld, 511sd, t511 were used during a lap chole procedure. It was reported by the affiliate that the instrument could not arm with the 355ld. There was gas leakage with the 511sd and t511. Opened another instrument to complete the case. No adverse pt outcome.